Manufacturer narrative:
At this time, the product remains in service and is not expected to be explanted as the patient is in hospice. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device was being programmed off. During that time, the device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Therapy was being turned off as the patient had entered hospice. At this time, the device is not expected to be explanted. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.